Event description:
It was reported that a user could not remove the cartridge from the ilet pump, with the connector still attached, and after twisting left was able to remove the old cartridge; the event aligns with a failure to disconnect involving the connector/coupler, and no alerts or alarms occurred. No injury, clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a failure to disconnect at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Troubleshooting and education were completed.

Manufacturer narrative:
Initial.